Event description:
The manufacturer received information alleging runny nose, congestion, headache related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported runny nose, congestion, headache with the device's sound abatement foam. The manufacture received additional information alleging difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. Section h6 has been updated.